Manufacturer narrative:
H3: device evaluation - lens was returned in in liquid in microcentrifuge vial. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. The lens was repositioned. The lens was exchanged for a longer length lens. Cause of the event was reported as patient related factor. The patient was noted to have a pre-existing condition: marfan's syndrome. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.